Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 9mm stone. However, while in the process of closing the basket to secure the stone, the handle cannula broke. Reportedly, the tip was able to detach to release the stone. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.